Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No failed battery test noted. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. Unit passed test. Programmed multiple basals and boluses for 24 hours. Monitored unit for 3 days. No displacement anomalies or unexpected no delivery alarms noted. The motor was tested outside of device and passed. Unit received with minor scratches on case, cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, minor scratches on reservoir tube window and minor scratches on lcd window.

Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 20 mg/dl. The customer stated that there they were sleeping before they became unresponsive. The customer was assisted with trouble shooting and found that there was a bolus that was being delivered with out the customer knowing it which may have caused the low blood glucose. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.